Event description:
It was reported that the patient called regarding a possible leak from the cartridges. The patient stated that the cartridge plunger had fallen out, causing insulin to leak from the bottom. The agent advised the patient not to overfill cartridges, as doing so could cause the plunger to fall out. A replacement was arranged because the patient was out of supplies, and the patient was advised to contact their healthcare provider for a new prescription to ensure an adequate supply going forward. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.it was reported that the patient called regarding a possible leak from the cartridges. The patient stated that the cartridge plunger had fallen out, causing insulin to leak from the bottom. The agent advised the patient not to overfill cartridges, as doing so could cause the plunger to fall out. A replacement was arranged because the patient was out of supplies, and the patient was advised to contact their healthcare provider for a new prescription to ensure an adequate supply going forward. Blood glucose levels were not affected. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.